Manufacturer narrative:
(H6): the manufacturing representative (rep) went to site to test the imaging system and performed navigation tracker verification and performed imaging system checkout. Unit is properly functioning and has been returned to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #, ubd, UDI#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during a spine procedure in the late afternoon of (B)(6) 2024, the surgeon reported after setting screws and taking a confirmation spin, the trajectory was 3 mm off. Site reported that the left arm board could have been hit and moved, while the surgical team was unsure. No further information available at time of call. It occurred intra operatively. No reported impact to the patient. Imaging system considered down by site. Navigation serial number unknown at time of call. Patient was present and unknown delay.

Manufacturer narrative:
H3: logs were not able to be returned. Software analysis was completed based on the information available and determined that this was not a software issue. Complaint data analysis found the event was due to a userworkflow issue. The software was functioning as designed. Codes b17, c19, d14 are applicable to this analysis. The software version for m021083c001 was 4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no reported delay to the procedure due to this issue.